Manufacturer narrative:
The initial MDR 2247117-2016-00061 was filed on october 3, 2016. Additional information (10/06/2016): has been updated with the names of the methods used to calculate t21 results. The issue was resolved after replacing the dilution well assembly. The instrument is performing according to specifications. No further evaluation of the device is required. Corrected information (10/06/2016): the initial MDR stated that the date of event and date received by manufacturer was 09/05/2016. The correct date is 09/10/2016.

Event description:
Discordant alphafeto protien (afp), human chorionic gonadotropin (hcg) and unconjugated estriol (ue3) results were obtained on patient samples on an immulite 2000 xpi instrument. Afp, hcg and ue3 were parameters used to calculate trisomy (t21) results.

Manufacturer narrative:
The customer contacted the ccc specialist and indicated abnormal noise and discordant results. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse heard an abnormal noise while the dilution well was running and observed solution left in the dilution well. The cse identified a well bearing failure and replaced the upper mechanism of the dilution module but the issue did not resolve. The cause of discordant results on patient sample was due to a faulty dilution well assembly. Siemens is investigating the issue.

Event description:
The customer of an immulite 2000 xpi instrument contacted a siemens customer care center (ccc) specialist and reported that they had obtained discordant trisomy 21 calculation results on patient samples. The discrepancy occurred with diluted samples. The discordant results were reported to the physician(s), who questioned them. New samples were obtained from the patients and were run on the same instrument. It is unknown if the results obtained on the new samples were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.